Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements and no deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
(B)(4): patient #(B)(6) had a catheter inserted successfully on (B)(6) 2015 in the right femoral vein. She developed a fever on (B)(6) 2015 and a possible catheter infection was suspected. She had blood cultures drawn which grew (B)(6). Her study catheter was removed on (B)(6) 2015 and she was receiving antibiotics; vancomycin and gentamicin initially then just vancomycin when determined sensitivities. She was not hospitalised and feels "fine". Her catheter had not been used for two weeks prior to the infection but had been flushed. She has a functional left upper arm avf (arterio-venous fistula) which is difficult to cannulate which is why the catheter was kept longer than usual. There is a stent in this fistula. The interventionalist did not save the catheter. She has been very stable since the catheter was removed.